Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs), and the following day, the patient developed decreased pulses in the right lower extremity. The impella cp was explanted and an impella 5.5 was implanted for escalation of care. During this time a fasciotomy was performed to resolve the limb ischemia, and two units of blood were given to the patient following the intervention. Strong pulses were noted status post fasciotomy. The patient was noted to be in stable condition following the event and continued on impella 5.5 mcs. However, the patient's neurological status was not fully intact, patient confused and was given haldol. Four days later, the patient experienced heparin induced thrombocytopenia (hit), and the next day a run of ventricular tachycardia, which was resolved without intervention. However, the patient was still hit positive. The patient's neurological status was still not fully intact; the patient remained confused. Approximately nine days later the patient would expire. Care was withdrawn.

Manufacturer narrative:
Medical safety reviewed the event and given the details of event, impella 5.5 related events there is not enough evidence to exclude the impella 5.5 as an associated factor to the patient's outcome. The impella 5.5 is one of two devices associated with the reported event. Refer to medical device report for impella cp serial number (B)(6) with date of event 38-apr-2025 and patient identifier ending in 3700. The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.